Event description:
It was reported that a patient was not connected when therapy was initiated and the solution leaked out of the patient line. This occurred during fill one of four of peritoneal dialysis therapy. The patient stated that they pressed go to start therapy but never connected because they grabbed the wrong line and noticed that the patient line was leaking. The technical service representative advised the patient to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient initiated therapy before connecting because they grabbed the wrong line, causing the patient line to leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.